Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed, the event occurred, due to damage on the camera head. However, the specific root cause could not be determined at this time. The following information is stated, in the instructions for use (IFU), which may have prevented the event: "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hd camera head's cover glass fell out of the camera. The issue was found during preparation for use of an urology procedure. There were no reports of patient harm or delay in procedure. The procedure was completed with a similar device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed and was found to be caused by damage to the charged coupled device. In addition to the reportable findings documented in b5, non-reportable findings are as follows; smashed connector tip and poor color image due to faulty charged coupled device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.